Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that she last changed her infusion set the day prior to the event, but she was not connected to the insulin pump during insertion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.